Manufacturer narrative:
Corrected data: in review it was noticed that the fields "a6 & b3" were inadvertently not addressed in section "h11" of the initial MDR report. It was also noted that the box for sections "b2 - other serious (important medical events)" and "g2 - company representative" which were inadvertently selected in the initial MDR report, are not applicable and should not have been selected. Also noticed that incorrect verbiage for "d6a & d6b" was inadvertently entered in section "h11" of the initial MDR report. The information has been corrected in this supplemental MDR report as indicated below and accordingly: section a6: unknown, information requested but it was not provided. These selections are not applicable to this event: section b2: outcome attributed to adverse event: other serious (important medical events) section g2 - report source: company representative section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) 2024. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a tecnis eyhance intraocular lens (iol) that was implanted in a patient had to be removed due to multiple defects, specifically 3-4 scratches or residue on the optic surface. The surgeon decided to cut the lens in half for removal. The lens has been placed in a specimen cup for potential further examination. No further information was provided.

Manufacturer narrative:
Section a5: unknown, information requested but it was not provided. Section d6a: if implanted, give date: not applicable, as information was not provided. Section d6b: if explanted, give date: not applicable, as information was not provided. Section h3-other (81): the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.